Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked and unreadable. There was no reported adverse impact to customer's blood glucose level. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. The alleged touch screen cracked/shattered issue was not verified; based on the analysis, the touchscreen unresponsive allegation was confirmed and a different issue was identified.